Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 575 mg/dl. Elevated blood glucose was addressed with a manual injection. Customer reported filling cartridge with cold insulin, and using cartridge with humalog insulin for 3 days. Tandem technical support instructed customer to use room temperature insulin when filling cartridge, and educated customer that cartridges filled with humalog insulin should be changed every 48 hours per the user guide. Customer changed pump supplies and was able to resume insulin delivery.